Event description:
Technician alleged that the hi/low foot will not stay up; it is drifting down over time. No pt impact.

Manufacturer narrative:
The technician replaced the hydraulic solenoid valve to resolve the issue.